Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for infection in right leg due to high blood glucose level. The customer's blood glucose level was unknown at the time of incident. Customer also stated that they had blood in sensor. The device will not be returned for the analysis.